Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a small air bubble near the luer lock in the patient line. Tandem's technical support recommended for the customer to prime the tubing until the bubble is removed. There was no impact to the customer's blood glucose level.